Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right ventricular lead exhibited lead noise episodes. Lead noise was not reproduced with isometric testings. No interventions were made. The patient was stable and will continue to be monitored.